Manufacturer narrative:
As per information received a burn mark appeared on the vanquish applicator. Btl made an effort to get the device back for evaluation. We have been so far unable to receive the device back for evaluation. Btl also made an effort to follow up with the physician´s office and to gather additional information about the event. However, btl was unable to complete additional information. Due to the lack of information and impossibility to evaluate the device btl is unable to determine whether a system malfunction occurred during the treatment. It has not been possible to established if the device was used in accordance with the operator´s manual. Burns are listed in the operator´s manual as a potential adverse effect. A f/u report will be made to the agency if and when new information is received about this case. Unable to receive the device back.

Event description:
It was reported that a male patient treated by vanquish complained of burn in the treated area (right shoulder blade).